Event description:
It was reported that the day following implant, the ventricular lead was noted to have dislodged according to x-ray confirmation. The ventricular lead exhibited high threshold due to the dislodgement. The ventricular lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 457453 implantable pacing lead, implanted: (B)(6) 2014. (B)(4).